Manufacturer narrative:
The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy due to broken lead. In result, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead and ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Further information was requested but not available.